Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation in (B)(6) 2019 the user reported vibrotactile sensations when the basal channels were stimulated. A CT scan taken on (B)(6) 2020 showed that the basal channels had migrated out of the cochlea.

Manufacturer narrative:
Conclusion: device investigations of the received part did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively partially outside of the cochlea, as confirmed by diagnostic imaging, and the concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At activation in (B)(6) 2019 the user reported vibrotactile sensations when the basal channels were stimulated. Performance with the device was poor until early (B)(6) 2019 when electrodes 9-12 were deactivated. Following this there was a significant increase in speech perception scores and user satisfaction. The user was re-implanted. The clinic decided to reimplant due to lack of performance and sound quality that was most likely due to the partial electrode migration.